Event description:
The customer reported to olympus that the fiber burned on the end where it meets the connector and broke off. The reported problem was found upon initial use during an unspecified procedure. There were no error codes. The customer used the setting soft tissue and then went to the ablate excise setting. They started at 1 j and 10 hrtz for the procedure and then the fiber burned at the connector around 3 to 4 minutes in. The customer was almost done with the procedure when the issue occurred and did not need to switch out the fiber. The olympus representative tested another fiber on another day and activated the fiber for 5 minutes without an issue. The customer didn't mention to the representative any visual physical issue with the fiber when it was unpacked or when they plugged it in. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The device was not returned to olympus for evaluation, therefore the complaint could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the most likely cause of the break is due to the fiber being over-flexed near the connector end during the fiber usage. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.